Manufacturer narrative:
(B)(4). Method: the complaint mr250 manual feed adult humidification chamber was returned to fph in (B)(4) for investigation where it was visually inspected. Our investigation is also based on the information reported by the hospital. Results: visual inspection revealed that the chamber dome was cracked along the base near one of the ports. Conclusion: we were unable to determine what may have caused the reported event. Every mr250 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. The hospital reported that the subject mr250 chamber had passed the leak test before use, which suggests that the reported damage occured after it was released for distribution. Our user instructions that accompany the mr250 manual feed adult humidification chamber state the following: "maximum operating pressure: 20 kpa". "Ensure that the water level in the chamber is periodically monitored. Refill when necessary." "In the event of chamber leaking, switch the humidifier and replace the chamber."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that a mr250 manual feed adult humidification chamber was leaking water between the chamber dome and base plate. No patient consequence was reported.